Manufacturer narrative:
(B)(4). Evaluation summary: no product was returned for evaluation. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to sterility assurance level of 10-6 or better. Therefore, it is unlikely that the specified device caused or contributed to the patient infection. Cause can not be definitely determined. Method, results, conclusions: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meed specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the patient had initial surgery on (B)(6) 2007. The patient was revised on (B)(6) 2008 due to deep infection resulting in revision of the articular surface.